Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer also reported that pump was not delivering basal insulin properly. Blood glucose was in the 300 mg/dl range. Pump system check was performed with tandem technical support and clinical diabetes specialist. There was no identifiable source of the occlusion. Customer reverted to using manual injections for insulin injections.